Event description:
The nurse reports a balloon leak of the fecal management device. It was further reported the leak issue was noticed prior to usage.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional info was requested but, no additional patient or event details have been provided to date. Should additional info become available, a f/u report will be submitted. (B)(4).